Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meters down arrow button was unresponsive. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.